Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely the fit of screws between the auxiliary water inlet of the subject device and third-party¿s auxiliary water tube was not good, and the user forcibly tried to remove the tube. Then, the o-ring of the auxiliary water tube was broken, and a broken piece adhered to the auxiliary water inlet. A definitive root cause cannot be identified. Users can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU). "Insertion - auxiliary water feeding". Users can decrease/prevent the suggested event by handling the device in accordance with the following IFU. "Combination equipment - be sure to use the equipment in one of the recommended combinations. If combinations of equipment other than those shown below are used, the full responsibility is assumed by the medical treatment facility.". Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke with the customer to troubleshoot the device. The customer noticed that the auxiliary inlet (third party provided) tubing was difficult to remove (unscrew) from the endoscope after the procedure. The customer investigated the auxiliary inlet and noticed a white o-ring piece. It was confirmed that the scope would be replaced for the customer. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported by the customer that during reprocessing, the olympus evis exera iii colonovideoscope had a foreign object that is visible in the auxiliary inlet of the endoscope. There was no harm, infection or user injury reported due to the event.